Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed deformation. Observed creases on the surface of the device. Observed wear abrasion on the surface of the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported left side "contracture" baker grade unknown, "really hard", "scar tissue". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side "contracture" baker grade unknown, "really hard", "scar tissue". Device remains implanted.

Event description:
Patient reported left side "contracture", "really hard", "scar tissue". Patient later reported baker grade IV. Healthcare professional reported capsular contracture baker grade iii. Device remains implanted.